Event description:
It was reported that the patient could feel a vibration feeling and presented to the emergency room. The patient¿s significant other could also hear the vibration in the patient¿s chest. The ventricular assist device (vad) coordinator could hear the rotations per minute going up and down in the patient¿s chest. Upon review of the log files, it was noted that the patient¿s parameters were normal. Since the patient¿s implant, the lavare cycle had not been on. However, after a recent controller exchange, it was noticed that the backup controller that the patient switched to had the lavare cycle turned on and correlated to the speed variations the vad coordinator was hearing and the vibrations the patient was feeling. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the event log file associated with (B)(6) revealed a two controller power up events on 11-dec-2022 at 07:27:51 and 07:31:04 with one associated pump start logged at 07:31:36. In addition two subsequent vad disconnect alarms were logged on 11-dec-2022 at 07:27:57 and 07:31:11, likely due to the controller powered up without the driveline connected. Review of the data log file pertaining to (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point was logged on 11-dec-2022 at 07:31:39, indicating that the power up events and vad disconnect alarms occurred during a controller exchange. Review of the controller log files revealed consistent power consumption and estimated flows within the normal range during the analyzed period. Review of the controller log files also revealed that the lavare cycle was active at the time of the reported event. When active, the lavare cycle decreases the pump speed below the set speed for two seconds, then increases the pump speed above the set speed for one second before returning to the original set speed for 60 seconds. As a result, the reported speed variations event was confirmed; however, the reported pump vibration and noisy event could not be confirmed due to insufficient evidence. The most likely root cause for the reported speed variations event can be attributed to the activation of the lavare cycle. Based on the risk documentation, the reported pump noisy and vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance, the placement of the pump which allows contact with fixed or rigid anatomical structure ,and/or the activation of the lavare cycle. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.